Manufacturer narrative:
(B)(4). The device was evaluated by a philips bench technician. The reported symptom was reproduced and a shock equip malfunction inop message was noted. The therapy (high-voltage) capacitor was determined to be faulty. The bench technician replaced the therapy (high-voltage) capacitor to resolve the issue. The device passed all performance assurance testing and was returned to the customer. This was a malfunction of the therapy (high-voltage) capacitor.

Event description:
It was reported to philips healthcare that the heartstart mrx defibrillator failed the defib test for pads. There is no reported patient involvement.